Manufacturer narrative:
The hillrom technician found the¿plastic rivets needed to be replaced. Per the hillrom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary.a search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed.¿ it is unknown if the facility performs preventative maintenance on their beds.¿¿ hillrom technical support provided the account the part number¿of the rivets that needs to be replaced to resolve the¿issue.¿ the account will repair the bed themselves.¿ based on this information, no further action is required.¿

Event description:
The customer reported the plastic rivets on the p8005 stretcher barrier (siderail) come off too easily. The customer reported the event involved a patient fall; however, no patient injury or medical intervention was reported. The bed was located at the account.this report was filed in our complaint handling system as complaint # (B)(4)